Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Smr reverse revision surgery due to cuff failure performed on (B)(6) 2018, previous surgery took place on (B)(6) 2010. Surgeon was happy with final stability. No other information available for the moment. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: no pre-existing anomalies found on a total of 79 smr glenospheres with dia.36mm manufactured with the same lot# (0907662) of the glenosphere involved. Moreover, according to our data, 67 out of 79 glenospheres with lot#0907662 were already implanted and this is the only complaint received on the same lot#. Explants analysis: no explants available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. X-rays analysis: no x-rays available to be provided to hq, nor referring to previous surgery nor to revision surgery. At this stage, with the only few info available, a further investigation on the case is not possible. We cannot go back with certainty to the root cause of the cuff failure reported. According to complaint's source, event was related to patient's disease progression. According to our analysis, this is not a product related case. Pms data: we are aware of a total of 4 cases of cuff failure involving smr reverse prosthesis on a total of 80182 smr reverse prosthesis implanted ww since 2002. Very low specific revision rate: 0.005%. No specific corrective action for this case. Limacorporate will continue monitoring the market.

Event description:
Revision surgery of a smr reverse prosthesis due to cuff failure performed on (B)(6)2018. According to the info reported, surgeon was happy with final stability of rsa implanted. Previous surgery took place on (B)(6) 2010. Event happened in australia.